Event description:
Reportedly, the surgeon sealed the vessel and closed the pt during re-operation. During re-op, the surgeon noticed that the sigmoid vessel along messentary was leaking. Pt lost 1700ccs of blood. It is not known if transfusion was required at this time. The re-operations was done the same day after the initial surgery. Procedure: anterior resection.